Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to fluid loss. A new 61-70 cm h2o pressure regulating balloon was implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. Additional information received states two weeks prior to surgery the patient felt there was a lack of pressure on the cuff. The physician decided to do surgery at which time he found there was fluid loss. Following the surgery the patient "got well."

Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to fluid loss. A new 61-70 cm h2o pressure regulating balloon was implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device analysis: returned product consisted of a an ams800 pressure regulating balloon. The ams800 pressure regulating balloon was visually and microscopically tested. Microscopic examination of the device revealed that there is a balloon hole/perforation at the sphere-adapter junction. Fluid loss was confirmed because of the hole/perforation. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for a hole/perforation and a fluid leak. The damage to the balloon is consistent with the result of fatigue. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to fluid loss. A new 61-70 cm h2o pressure regulating balloon was implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. Additional information received states two weeks prior to surgery the patient felt there was a lack of pressure on the cuff. The physician decided to do surgery at which time he found there was fluid loss. Following the surgery the patient "got well."